Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: a visual inspection was performed on the returned device. The reported kinked/bent shaft and shaft detachment were confirmed. The reported difficult to remove could not be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined that the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The xience prox is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that before use and during unpackaging of the xience prox 3.50 x 18 mm stent delivery system, the proximal shaft appeared kinked. When attempting to pull the device out of the dispenser coil, resistance was felt and the shaft separated in two pieces. Another device was used to complete the procedure. There was no reported dverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.